Event description:
The user complained of inconsistent urea results and provided data for one patient sample. The initial result from the reflotron was 15 mmol/l and the result from a reference lab was 5 mmol/l. No adverse events were alleged regarding the discrepancies. The urea reagent lot number was 23775032.

Manufacturer narrative:
Testing and inspection of test strips returned by the customer revealed the strip vial contained bun (blood urea nitrogen) test strips lot 23775060 instead of urea-strips lot 23775032.these are the same test strips with different coding to reflect the conversion factor between bun and urea. Performing testing with the wrong strips could have produced the falsely-low results. Retention samples were checked and did not indicate an issue. The issue appears to be an isolated event. The patient was not affected by this event.

Event description:
The surgeon using the device noticed the trigger on the device was frozen, and was unable to use the device for surgery. The surgeon opened a new one. The new one worked properly.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.